Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how much blood was lost? Unknown. Did the amount of blood loss require the administering of blood products? No.

Event description:
It was reported that during a lobectomy procedure, staples malformed. During the endoscopic lobectomy, after fired, found the distal staples malformed, the patient was oozing, harmonics instrument was used to stop oozing. After fired with 2nd reload, some staples malformed, the patient was bleeding, home lock was used to stop bleeding. The patient is stable and left from hospital. The patient¿s length of hospital stay was not extended.

Manufacturer narrative:
(B)(4). Batch number: p57z5m. The analysis found that one pve35a device was returned with no apparent damage and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One photo received: the picture shows tissue and two devices. There is no clear view of the staples however bleeding is noted on the picture. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined.